Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 250mg/dl. Troubleshooting was performed. The caller stated that the device was in the same room as she was getting an MRI. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to excessive motor axial play. Unable to test for motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.